Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a sensor implant procedure on (B)(6) 2015. During the procedure, the doctor was unable to successfully implant the sensor due to the patient's anatomy. The doctor decided to abandon the procedure due to the patient experiencing hemoptysis. Upon attempting to remove the sensor and catheter, blood was present on both devices. The cable was found not holding the sensor within the catheter. It is unknown when the anomaly with the cable occurred.